Manufacturer narrative:
(B)(4). The unique device identifier (UDI) is unknown because the part number and lot numbers were not provided. The device was not returned for evaluation. A review of the lot history record could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of thrombosis is listed in the xact instruction for use as known potential adverse effect. Based on the case information, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Age: (B)(6) years, estimated. Date of event, implant date: dates estimated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that for 1 week prior to the 80% stenosed common carotid artery (cca) intervention, the patient was pre-treated with heparin. Post xact stent implantation in the cca, thrombus was noted in the stent. Integrilin was administered as well as dual antiplatelet therapy and the patient remained hospitalized for several days. There was no reported adverse patient sequela. No additional information was provided.